Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, the patient was found to have a left ventricle perforation. After deployment of the sapien valve, echo revealed no paravalvular leak (pvl) or central aortic insufficiency (cai), however the patient¿s pressure was not recovering and an increasing pericardial effusion was noted. Despite rapid administration of volume, pressure remained low and therefore a subxiphoid pericardiocentesis was performed and a pigtail catheter was placed in the pericardial space and aspiration of blood was performed of approximately 500ml. Despite the patient initially recovering blood pressure, there was continued development of pericardial blood and therefore the physician performed a sternotomy and surgically repaired a posterior perforation in the inferior wall of the left ventricle and greater descending vein. The patient was stabilized and transferred to the cardiovascular ICU in stable condition. It was indicated that the patient had a very small ventricle, and the perforation was likely secondary to the guidewire and/or delivery system.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the cause of the perforation cannot be confirmed as they team did not know when the perforation occurred; however, as the perforation was in the left ventricle, it was reported as likely secondary to the guide wire and/or delivery system. There was no allegation of device malfunction, this is a known potential procedural complication. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.